Event description:
A malfunction alarm identified as "malf 16" was reported, and it was determined that a reset of the malfunction code was not possible. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Tandem technical support confirmed the pump was under warranty and arranged for a replacement to be sent. The customer was also guided on how to put the malfunctioning pump into storage mode and return it using a pre-paid label.